Event description:
It was reported to medtronic minimed that the customer received the power loss alarm, the battery failed, the battery cap broken, pump showed physical damage. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-7811na. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. Troubleshooting was performed for the power loss alarm and the customer was advised this is the normal pump behavior. Troubleshooting was performed for the battery failed alarm and the customer was advised to monitor the product. Troubleshooting was performed, and the customer was advised to send accessories-1527 as a replacement battery cap when accessories-1529 is available. Troubleshooting was performed for the cosmetic damage and the serialized device was replaced. Troubleshooting was performed for the loss of communication and the transmitter in use in warranty. Later on, troubleshooting was declined for the loss of communication. The event(s) that occurred before the loss of communication began was a power loss alarm. The customer was able to clear the alarm and complete the rewind process if requested. The pump was recently stored or without a battery for more than 10 minutes. The customer stated that the damage is on metal contacts. The customer reported a loss of communication between the transmitter and the pump. The transmitter serial number was not on the manage devices screen. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1780kl was requested and the customer response was the device will be returned. No product return is required for mmt-7811na.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.